Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015; 5071-35 lead, implanted: (B)(6) 2015. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) longevity did not meet expectations and the left ventricular (lv) lead and low-voltage epicardial lead exhibited high pacing thresholds. The lv lead and epicardial lead were capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.